Manufacturer narrative:
H10: a batch review was conducted on the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The lot number was unknown, however, the customer reported the following potential lot numbers: h20j29062, h21b01116, h21c01098, h19k11038, and h20e21050. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the patient¿s titanium adapter and caused a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. As a result, the home patient was treated for wet contamination and the transfer set was changed. There was no allegation against the titanium adapter and it remained in use. There was no report of patient injury or of any other medical intervention associated with this event. No additional information is available.